Manufacturer narrative:
Batch review performed on 14 september 2021: lot 1910964: (B)(4) items manufactured and released on 10-jul-2020. Expiration date: 2025-07-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Other devices involved: batch review performed on 14 september 2021: reverse shoulder system 04.01.0124 humeral reverse hc liner ø39/+6mm (k170452) lot 183530: (B)(4) items manufactured and released on 28-jun-2018. Expiration date: 2023-06-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in reporting instability and looseness and the cause is unknown. The surgeon revised the liner and metaphysis 2 days after primary. The surgery was completed successfully.